Manufacturer narrative:
Additional device info: lot and serial number was reported as (B)(4), however this is not a valid lot number for the elevate pc anterior prolapse repair system.

Event description:
It was reported that the patient presented with mild pain and "pollacisury" (pollakiuria = abnormally frequent urination) due to a urinary infection. Monuril (single shot antibiotic) was administered on (B)(6) 2013 and the event was resolved on (B)(6) 2013. No additional patient complications have been reported in relation to this event.